Event description:
The patient was shaky and couldn't move. The suspect device was used to check their blood glucose and the result was 125mg/dl. Pt's caretaker called the ambulance. The ambulance meter was used and it gave a blood glucose value of 33mg/dl. Pt was transported to the hospital and given gluids via an IV. A lab draw was performed and reporter didn't know the lab value.